Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref. MFR report: 1627487-2014-15579. It was reported the pt's scs system was explanted due to an infection. The pt was placed on IV antibiotics and is to follow-up with his physician as the next course of action.